Event description:
It was reported that the right ventricular (rv) lead was suspected of dislodgment. The lead exhibited high out-of-range pacing impedance measurement, measuring greater than 2099 ohms and high capture threshold. Subsequently, the rv lead was removed by laser, completely destroyed during the process and will not return for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the right ventricular (rv) lead was suspected of dislodgment. The lead exhibited high out-of-range pacing impedance measurement, measuring greater than 2099 ohms and high capture threshold. Subsequently, the rv lead was removed by laser, completely destroyed during the process and will not return for analysis. No additional adverse patient effects were reported.